Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified right coronary artery. After a non-bsc guidewire crossed the lesion, predilation was performed with 2.0mm and 2.25mm balloon catheters. A 2.25x12mm synergy¿ drug-eluting stent was then advanced but device was unable to cross. With a support of a non-bsc guide extension catheter, the device was re-advanced but device still failed cross the lesion. The lesion was dilated again using a 2.25mm balloon catheter and device was re-advanced and still device was unable to cross. Outside of the patient's body, device was checked and it was noted that the distal portion of the stent was lifted. The procedure was completed with a non-bsc stent. There were no patient complications or injury.